Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Upon visual inspection, the instrument was found to have damaged conductor wire at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a damaged conductor wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing. There was no loss of cautery associated with damaged cable. There were no signs of thermal damage at site of breakage. No arcing was observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside of the patient¿s anatomy.